Event description:
Medtronic received information that during the placement of this transcatheter pulmonary valve a fracture and contained rupture of calcified rvot conduit occurred during initial balloon compliance testing. It was treated with 3 covered c-p stents, followed by successful melody valve implantation. Additional information was received that three years following valve implant, fluoroscopy confirmed that a non-medtronic single wire covered c-p stent fragment embolized to the right pulmonary artery. It was suspected that the c-p stent fracture may have been related to the melody implant procedure. No intervention was done and the patient will be followed up in 6 months. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).